Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2018-sep-29. It was reported that the preoperative and postoperative diagnoses included spasticity, cerebral palsy, status post implantation of baclofen pump, and fracture of the connector. The procedure on 2018-(B)(6) included exploration of the pump subcutaneously in the right upper quadrant and revision of the catheter with disconnection from the pump and having a new sutureless connector. It was noted that the patient had developed a headache and had cerebrospinal fluid (csf) around the pump. A dye study was performed and revealed that the pump catheter was disconnected. The patient was admitted for revision and was anesthetized. The patient was placed supine and the abdominal area was prepped and draped in a sterile fashion. An incision was made over the site of the previous incision and carried down through the subcutaneous tissue. The pump was identified along with the proximal port and the attachment of the catheter to the pump. It was found that the attachment, which was a sutureless connector, was actually fractured. The connector was removed and the catheter was trimmed and spliced with a manufacturer's kit. The new catheter was secured to the old splicing kit with silk, 2-0, without difficulty. The sutureless connector was connected to the pump appropriately and the hcp was able to first aspirate to remove all of the potential baclofen and then injected it under pressure and there was no evidence of any leakage. The subcutaneous tissue was approximated with #0 vicryl sutures. The skin was approximated with 2-0 vicryl sutures. The wound site was dressed in a sterile fashion and the patient tolerated the procedure down. It was noted that there were no complications. The patient's allergies included tetrabenazine, trazodone, vancomycin, zonegran, robinul, keppra, estrogens, clindamycin, ciprofloxacin, and adhesive tape-silicones.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8731sc, lot/serial# (B)(4), implanted: (B)(6) 2012, product type catheter; ubd: 14-sep-2013, UDI#: (B)(4). Product ID 8596sc lot/serial# (B)(4), implanted: (B)(6) 2015, product type catheter; ubd: 11-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for intractable spasticity. It was reported that the patient's preoperative diagnosis for the procedure done (B)(6) 2018 was a cerebrospinal fluid leak. No further complications were reported or anticipated.